Event description:
It was reported that this right ventricular (rv) lead triggered a high superior vena cava (svc) lead impedance warning indicating high impedance noted to be increasing gradually. This lead remains in service and no adverse patient effects were reported.